Event description:
Due to repetitive motion of moving side rails up and down, a necessary function of the product, wires that control the bed's ability to move are being damaged and even exposed. This has been causing a malfunction of the beds causing them to change positions without being prompted by the pt or medical staff. Please see attached pictures provided. Sample of serial #'s; (B)(4). Plus an additional 30 beds.